Manufacturer narrative:
The device was received in the not deployed state. The device was in pod state 1, indicating it had gone through manufacturing test, but was never filled. Since the device was never filled, first and second primes were not completed, and no pulses were delivered, so the device did not deploy. The device was inspected and no damages or defects were found that would contribute to a failure of the needle mechanism to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 350 mg/dl. Upon removal of the pod from the infusion site (back) it was noticed that the cannula had not deployed upon initial activation as it was not visible. As treatment, the patient drank water, administered manual injections of insulin and applied a new pod.